Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012199761); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed using an 18 mm atlas gold balloon due to a gradient of 55 mmhg. The patient had an aortic valve area (ava) of 0.9 and a calcium score of 1300. Pacing was initiated at 130 bpm and the valve was deployed to 80% when the valve dislodged up. The valve was recaptured and a second deployment attempt was made with pacing at 150 bpm. The valve dislodged again while deploying to 80%. The valve was recaptured and a third deployment attempt was made at 150 bpm. The valve was deployed to 10mm depth on the non-coronary cusp (ncc), recaptured and attempted to be repositioned to a higher depth. When approaching 80% deployment, the valve dislodged. The patient came off pacing and had no cardiac output (co) and wide-open aortic insufficiency (ai). Cardiopulmonary resuscitation (CPR) was initiated by the team. The valve was removed from the patient. The physician decided to switch to a non-medtronic (edwards sapien 23mm) valve to fix the ai. CPR and medications were administered with intubation. CPR was performed for about 10 minutes until the edwards valve was finally placed. Mild ai was present. The patient also had pneumothorax which was treated with a chest tube. The patient was stable but intubated when leaving the catheter lab room. No procedural delay occurred. No additional adverse patient effects were reported.